Event description:
The customer contact reported the patient received more medication than intended. The pump was returned to the biomedical department from the pediatrics unit, with a note that stated, "malfunction. Gave too much meds." No specific patient information, pump programming, and event details were available.